Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated the up, down arrows and back arrows were unresponsive. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer sated an alarm was not in progress at the time the button was unresponsive. Customer was advised to discontinue use of the insulin pump and revert to the back up plan. The insulin pump will be returned for analysis.